Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There was no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/28/2025. H6 component code: g07002 -no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: when did the needle detach or pull off from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During passage through tissue. H3 investigational summary: the product was returned to ethicon for evaluation. One empty foil and one used suture piece were received for analysis. The product code is vcp493h. The visual assessment of the suture noted that the ends were noted to be cut probably cause by a surgical instrument, in addition body fluids were observed on the strand. The needle was not returned for analysis; therefore, it could not be determine the cause of the event reported. Additionally, a photo was provided showing one foil, a detached needle and one used suture piece that pertain to code vcp493h. No conclusion could be reached on the cause of the reported event. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.